Event description:
It was reported that a cartridge did not fit onto the pump. There was no adverse impact on the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.